Manufacturer narrative:
(B)(4). Batch # p55t5e. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was loading with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. It is possible that the damaged was due to an improper handling of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the endoscopic colectomy, found it was difficult to detach the anvil and trocar, detached them with big force, but could not assemble them. Another device was used to complete the surgery. There were no adverse consequences to the patient.